Event description:
The customer reported that the system intermittently lost frame sync and the fluoroscopic x-ray image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable and systems interface pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.